Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt remained at home and continued to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon eval, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device mfg date: monitor sn (B)(4): 05/2009 - reuse. Electrode belt sn (B)(4): 07/2007 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation at 20:47:37 on (B)(6) 2015. The pt was at home and conscious at the time of the event. There were no witnesses to the event. The rhythm at the time of treatment was sinus rhythm at 80bpm with motion artifact and the post shock rhythm was motion artifact. Motion artifact contributed to the false detected. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt remained at home and continued to wear the lifevest.